Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported event was not confirmed. Based on the results of the investigation, the root cause of the failure was not identified. However, it is likely that no image occurred due to cable twist. As result of confirming contents of the instruction manual at the time of shipment of the product regarding cable damage, there are following descriptions. It is determined that they may prevent from indicated phenomenon. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the video system had no image. The issue was found during preparation for use for an unspecified procedure. The procedure was completed using a similar device with no delay. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.